Event description:
Reporter alleged the obtaining the following results on the advantage system: 578 mg/dl at 8:05 am 205 mg/dl at 8:15 am hi (greater than 600 mg/dl) at 8:21 am. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
This report was received by baxter (B)(4) on (B)(6) 2010 from (B)(6) hospital advising on (B)(6) 2010 an aquarius machine reportedly finished the programmed treatment in two hours versus the ten hour programmed time. The medical team was informed, as the patient's blood pressure dropped to an unknown level. The patient was given 10ml/kg of fluid to correct the drop in blood pressure.